Event description:
Healthcare professional, additionally reported, "upper quadrant pain". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Healthcare professional later confirmed a right side rupture. Device remains implanted.

Event description:
Patient reported a right side rupture. Healthcare professional later confirmed a right side rupture. Healthcare professional additionally reported "upper quadrant pain." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken device on posterior (patch shell bond edge) assessed as an unidentified (tear) opening (shell thickness within spec). ¿ pain: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.